Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (b))(6) 2025 a hospital case manager reported that the end-user was hospitalized after stating they did not receive insulin from the ilet following a supply change. No additional details regarding blood glucose values or treatment were available. The end-user declined further troubleshooting and has since discontinued ilet use.